Event description:
It was reported that the pacemaker alerted due to the storage of non-sustained ventricular tachyarrhythmia (nsvt) episodes. It was noted that two undersensed ventricular beats were also observed on a stored rythmiq episode. Further review of the device programming was recommended. The right ventricular lead remains in service.